Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: customer states that she have symptoms of hyperglycemia ( not specify symptoms).

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer did report symptoms of hyperglycemia. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is undisclosed. (B)(6). Memory concerns: customer is concerned with all of the reading. Customer is concerned that meter is reading lower than what glucose levels actually are. Customer says that last night, she tested her glucose levels and meter read in the 200's. Customer says she had symptoms of hyperglycemia and believed that glucose levels may have been higher so she called the paramedics. Customer says that when paramedic arrived to her home, the medical professional tested her glucose levels and the result on their device read 414 mg/dl. Customer was not taken to the hospital. Says she treated her high glucose levels w/ glucophage. Customer says strips are stored properly. Customer does not have any control solution and refused back to back blood test.